Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent an MRI and the patient's scs system was not set to MRI mode. Subsequently, the clinician programmer cannot connect with the implantable pulse generator. The physician plans to solve the issue by replacing the generator.